Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the healthcare provider (hcp) via a representative regarding a patient receiving fentanyl (20000 mcg/ml, 10620 mcg/day) via an implantable infusion pump for the treatment of spinal pain. It was reported that the patient experienced pocket erosion and the device had actually rupture the skin. The event date was asked but unknown. The pump and pump segment was replaced. No further complication was reported.